Event description:
The customer reported that their viewsonic display for the acuity central station had failed. This resulted in a temporary inability to monitor pts centrally until the customer replaced the monitor. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
Welch allyn sent out a letter to some customers dated 05/01/2009, indicating a medical device recall on certain serial numbers on acuity central station viewsonic displays. Welch allyn has notified the FDA of the intent to voluntarily recall these displays on 04/15/2009.